Event description:
It was reported difficulty was encountered withdrawing this biopsy needle through the introducer, however, the needle was successfully withdrawn without incident. The procedure was successfully completed with this device. The pt's condition is good. The device was rec'd, evaluated and retained by this MFR. The engineering eval indicated the distal tip of the cannula was burred and mushroomed in an outward direction. Residue indicating usage was observed. The device exhibited good function during cycle testing. A lot search was performed and revealed no other complaints to date on this lot number. User technique during preparation of this device may have contributed to this event. However, the co is unable to determine the exact cause for this event. The co's directions for use state: "before use: remove protective sheath and visually check stylet and cannula tip for any sign of damage. If any damage is evident, do not use or attempt to repair... Warning: test firing the needle without stabilization may damage the cannula tip... Do not leave the needle cocked with the springs under tension until ready to use."